Manufacturer narrative:
D10: (B)(6), 300-60-01 - stemless humeral comp laser cage, size 1. (B)(6), 310-61-38 - stemless humeral head 38mm x 16mm x alpha. (B)(6), 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 58 yo female patient, who had left shoulder implants, underwent a revision procedure. Instruments for a failed stemless tsa secondary to rotator cuff tear were requested by a surgeon. Mechanism of injury is not known. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. Device images were provided. No further information.